Event description:
User bought a twin pack monsterz toothbrushes for their twin (B)(6) nieces and the first time they used them, their one niece chewed down on the brush and started to gag on bristles that came off the brush.

Event description:
User bought a twin pack monsterz toothbrushes for their twin (B)(6) nieces and the first time they used them, their one niece chewed down on the brush and started to gag on bristles that came off the brush.